Event description:
[Abbott diagnostics, binaxnow covid-19 ag card] use for covid-19 under emergency use authorization (eua): student with complaint of throat tightening and feeling "weird" 15 min after nasal swab binaxnow test. No complaints from student prior to test. FDA safety report ID # (B)(4).